Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: this is a report about the following two issues of micro-fine pro from the patient who switched from micro-fine plus. (1) difficult to handle the outer cover. (2) when withdrawing the needle, blood seems to be oozing on the skin surface.